Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate high voltage (hv) therapy. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the episodes of inappropriate therapy exhibited by the implantable cardioverter defibrillator (ICD) were due to incorrect interpretation of signal. The ICD was explanted. The patient was in stable condition.